Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient was hospitalized at (B)(6) medical center for lung cancer surgery and experienced hyperglycemia, with blood glucose reportedly rising into the mid-200s and later returning to lower levels; a clinician reportedly detected ketones described as ¿stage 2¿ and stated the patient was in diabetic ketoacidosis. Symptoms included hyperglycemia with ketonemia consistent with diabetic ketoacidosis. Outcomes included hospitalization for medical management during the surgical admission. Investigation included a review of available case details from the customer. Investigation of this case revealed insufficient information to link the event to device performance or use. It was concluded that the event was not related to the ilet system based on the customer¿s report and the clinical context of surgery and cancer. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.